Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient followed-up in (B)(6) 2008 with overactive bladder symptoms, and was prescribed vesicare (prescription duration unknown). Later that month, the patient experienced vaginal pain from her labia to her pubis, on both sides, and was prescribed celebrex (prescription duration unknown) for inflammation. In (B)(6) 2008, the patient reported having some pain from her right hip to her lower back. When the physician examined her, she noted that everything was normal, however she noticed that there was a little tenderness along the patient's pubic area. Later that month, the patient stated that she was improving slowly and was doing better. The patient was last seen by the physician in (B)(6) 2009 with no complaints or complications.